Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. The philips service engineer (se) inspected the device. The se replaced power management (pm) printed circuit board (pcb) and the ventilator passed all testing.

Event description:
It was reported that during service the ventilator would not turn on without the internal battery connected. There was no patient involvement. The event date was not specified; estimate used.